Event description:
The caller reported that the pilot balloon failed on this 8dct tracheostomy tube 9 days after it was placed in the patient. It had been tested prior to insertion. The patient required a non-routine replacement (re cannulation) of the tube.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed.